Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient reported that they are taking abatacept injections with maltose and have noticed inaccurate sensor readings after injections. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.